Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed. Based on the information provided, and per vendor evaluation, not related problem was found.

Event description:
On 01/25/2022, it was reported by a sales representative via sems that a ar-6480 arthroscopy pump is turning off at any time. This was discovered during an unknown time, with no patient effect reported.